Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4/page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient had to be hospitalized with blood glucose (bg) reading at 576 mg/dl. There were three correction boluses (exact amount was not provided) but did not lower the patient's bg levels. The pod was worn between 4 and 24 hours on the abdomen. No further information provided regarding the hospitalization or treatment.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Investigation results did not observe any issues that would result in the device failing to deliver insulin.